Manufacturer narrative:
The investigation into the limb ischemia ¿ irreversible issue has been completed since the original report was submitted. As the necessary clinical information was not provided and the device was not returned, the root cause of the limb ischemia was not determined.

Event description:
The user facility reported a 62-year-old female patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on impella support the patinet had a slow flow down the right leg, requiring multiple pressors, and inotropes. The patient was taken to the operation room for emergent below knee amputation (bka) of ischemic right lower extremity (rle) due to progressive acidosis and increasing pressor requirements. The impella cp was exchanged for a 5.5.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.